Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for a biliary/gallbladder indication.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6), 2024. During the procedure, the stent was unable to be deployed. There was no patient complications reported due to this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for a biliary/gallbladder indication. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The deployment hub was also separated and was detached from the outer sheath. A destructive inspection was necessary to identify torsion of the delivery system, and the outer sheath was found twisted. No other issues were noted with the stent and delivery system. The reported event of stent failure to deploy was confirmed. The additional observed damages of deployment hub separated and detached from the outer sheath were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and/or the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damages. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. It is likely that failure to follow the manufacturer's instructions by incorrectly rotating the handle, led to the stent being unable to fully deploy. Taking all available information into consideration, the most probable root cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed. There was no patient complications reported due to this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.